Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.

Event description:
Operating room nurse reported to accounts manager implants that when placing the t2 humeral nail on the device, the nail got not locked. He further reported that it was still possible to move the pen on the device. He also reported that after turning it clockwise again, the pins of the nail broke and they could not use the targeting device again. As another device was available, the surgery could not be continued.